Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a missing sensor wire. The sensor was inserted into the upper buttocks on (B)(6) 2016. Patient's father stated that upon removal of the sensor pod, they did not see the sensor wire. Patient's parents took the patient to the hospital to make sure that the sensor wire was not still under the patient's skin. The hospital stated that the sensor wire was not under the skin and did not prescribe any medications. At the time of contact, the patient was fine. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of missing sensor wire was not confirmed. A root cause could not be determined.